Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the advantage system while using comfort curve test strips within 10 minutes: 371 mg/dl, 214 mg/dl, and 150 mg/dl. Low blood glucose symptoms were reported with these results. 45 minutes later customer tested 510 mg/dl on the advantage system; she went to the hospital, and approximately 1 hour later was treated with an injection of glucose. Customer could not recall what result was obtained at the hospital. Customer was admitted to the hospital for 3 days. Requested return of suspect device however customer has discarded the system; replacement was sent.